Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient inquired about device rejection and if this could occur. The patient was notified that introducing a foreign object to the body always has the potential for rejection and because of this it is highly important to communication with their physician and alert them if they experience anything out of the ordinary. The patient noted the next appointment was already scheduled. The patient went on to mention that following the stent graft implant they have been experiencing stomach problems (feels full and bloated at all times and is not experiencing regular bowel movements). The patient is in contact with their primary care physician. No further information is available and no clinical sequelae were reported.